Manufacturer narrative:
(B)(4).

Event description:
It was reported several noise episodes were observed on the right ventricular channel. Noise could not be reproduced with provocation tests. Low sensing amplitude was observed as a ventricular escape rhythm due to third degree complete heart block. Review of a session record indicated a lead issue in the distal part of the lead. It is possible the cause of oversensing noise was from the right ventricular lead abrading against an abandoned lead. The right ventricular lead is scheduled for lead replacement. The patient condition is good.

Event description:
New information received states the lead was explanted and replaced. There had been no adverse consequences due to the operation for the patient. The patient condition is stable.